Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. The patient was brought into the office and the noise was not able to be recreated. Boston scientific technical services (ts) was consulted and discussed possible causes of the noise. Ts discussed considering reprogramming the subcutaneous implantable cardioverter defibrillator (s-ICD) to a different vector until air was absorbed. The physician believed that the noise was due to air entrapment and reprogrammed the s-ICD to primary configuration as suggested by ts. The field representative noted that there have been no further inappropriate shocks since reprogramming. The s-ICD remains in service and no adverse patient effects were reported.